Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 4 had failed and was displaying a failed to close error message. The field service engineer (fse) opened the back panel and observed that the latch sensor light was not displaying on the pyxibus module controller (pmc) board. Upon further inspection, the magnet was found missing from the inseparable assembly. The fse removed the drawer from the station, replaced the latch inseparable component, reinstalled the drawer, and rebooted the device to restore normal functionality. After the reboot, the customer was able to recover and test the inventory with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 4 failed. The customer attempted to power the system off and on, but the drawer still failed. The customer then manually opened the drawer from the back panel of the pyxis unit and confirmed that nothing was jammed. However, the drawer could still not be recovered. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.